Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 30, 2018, it was reported that the comb was deformed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the device was within calibration and the comb was deformed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb, motor, handpiece switch, plug harness assembly, reciprocating arm, spring seal, needle bearing, ball bearing, machine head, aluminum lever, ball plunger, screw sets, and semi-circle bearings . Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the comb was deformed. The root cause of the deformed comb could not be specifically determined with the provided information since it is unknown how the comb became damaged. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device comb was deformed. No adverse events were reported as a result of this malfunction.